Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02july2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the unit's touch user interface. Touchscreen was calibrated successfully and was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer contacted technical support stating that the unit had touchscreen failure. The customer reported there was no patient involvement.